Event description:
It was reported that the while charging the battery devices, it was observed that the indicator lights were not coming on, on the universal battery charger device. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not charge the battery devices. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to various worn electrical components from normal wearout. If additional information should become available, a supplemental medwatch report will be submitted accordingly.